Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient first noticed their stimulation turning off in march. The cause was undetermined, and no steps have been taken to resolve the issue as the patient's stimulation has not turned off in a while. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient had their battery replaced recently and has found several times that their stimulation is off when they have not turned it off. No further complications were reported. No additional patient symptoms were reported.